Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the round portion of the brush head came flying out in his/her mouth. No injury was reported.

Event description:
Consumer contacted via phone and stated that the round portion of the brush head came flying out in his/her mouth. No injury was reported.

Manufacturer narrative:
22-apr-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.